Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg site was painful and a seroma was found to be located at the site. The ipg was initially placed to the right of the lower back. Surgical intervention was undertaken on (B)(6) 2019 and the ipg was relocated to the buttock. Surgical intervention addressed the issue.